Manufacturer narrative:
(B)(4). Product analysis: the product remains implanted; therefore, no product analysis can be performed.   Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 23 mm transcatheter bioprosthetic valve into a 21 mm non-medtronic surgical valve. The valve was then deployed and cardiopulmonary resuscitation (CPR) was initiated due to hypotension. Cardiopulmonary bypass was initiated via femoral access and an electrocardiogram (ECG) indicated ventricular fibrillation and multiple defibrillations were performed. During CPR, scar tissue from a previous cardiac surgery cut/scraped the ventricle and resulted in a pericardial effusion. A pericardial window was performed to repair the right ventricle, however the patient expired.